Manufacturer narrative:
A complete analysis and testing of multiple reservoirs showed that they were functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.

Event description:
It was reported that the customer had high blood glucose levels ranging from the high 200mg/dl to 500mg/dl. Customer also reported air bubbles in the reservoir. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).